Event description:
It was reported when using an unspecified number of bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was poor clot formation and red blood cells attached to the tube wall. The sample was recollected. There were no other health consequences or impacts reported.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 07-nov-2024. Investigation summary: bd received 44 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes of poor clot formation and red cell hang up were observed. Additionally, the customer samples and retention samples were evaluated by visual examination and the indicated failure modes for poor clot formation and red cell hang up with the incident lot were not observed. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes poor clot formation and red cell hang up. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was poor clot formation and red blood cells attached to the tube wall. The sample was recollected. There were no other health consequences or impacts reported.